Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) dislodged after fixation and migrated to the right atrium. The rvlp was retrieved, not implanted and an alternate transvenous pacemaker system was implanted on the following day instead. Patient condition was stable.